Event description:
Removed the pad after the shoulder case and found a burn on the patient. Manager of surgery indicated the pad was placed on the thigh using a valley lab split pad. The burn was the size of a quarter and adjacent to the pad site. This was a possible arcing incident however, unsure how this would have occurred. Patient was treated with topical cream and released.

Manufacturer narrative:
H10: unit passed safety, functional, power cycle, burn-in and probe tests. All rf readings were well within specifications. No problems found.